Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that six years following glaucoma treatment with intraocular lens (iol) implant procedure, sub-surface nanoglistenings (ssng) with the whole iol being clouded, was confirmed in a postoperative medical check. The patient's current va was good. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.